Event description:
The customer reported that the ventilator had a battery failure. It was reported that the ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and verified the reported condition. The battery was not charging. The fse replaced the battery to address the failure. The ventilator passed all testing and operated within the manufacturing specifications. No part is expected to be returned due to shipping restriction on battery.